Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. One example was provided of an initial result of 124 mmol/l and a repeat result of 130 mmol/l. The questionable result was reported outside of the laboratory and later corrected. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found a build-up of dried samples and diluent in and around the dilution vessel. He verified the proper position and alignment of the ise sample probe, replaced both bottles of sample cleaner, and cleaned the dilution vessel area. He ran ise checks with all results within specifications. Ise qc was performed and passed.